Event description:
It was reported that when using the bd pyxis¿ anesthesia station es there was an issue with drawer failure, and the drawer would not open. The customer attempted to reboot the device but was unable to recover the drawer. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) remotely accessed the station to assist the external technician in recovering failed high height matrix drawers. The fse verified functionality using the hardware test application and observed no issues. The fse later rechecked the system and performed additional testing in the hardware test application, confirming normal operation. The system functioned as intended after the field service engineer troubleshoot the device.